Event description:
Additional information was received that the patient's generator was moved within the patient's chest pocket, which resolved the pain. At this date, the patient does not present with anymore pain.

Event description:
On (B)(6) 2012, it was reported that a vns patient underwent generator revision due to pain. It was later confirmed that the patient's pain began at the time of implant. On (B)(6) 2011, it was reported that this vns patient had been experiencing localized pain at the generator site since implant in (B)(6) 2010. The pain was not with stimulation and was partially improved by nsaids. Both normal mode and system diagnostics were reported to be ok. It was believed that there was a local irritative or inflammatory phenomenon. The device was disabled to see if the pain would stop, but this had no effect. X-rays were taken. No lesions at the electrodes or the lead to the generator were seen. X-rays were assessed, and showed that there was no problem of pin insertion. The patient did not have any systemic signs; however, the physician assessed that the event was not bio-related as the pain was occurring for over a year but did not worsen. The patient was seen on (B)(6) 2011 and did not complain of pain since the device was disabled; however, the patient's pain was not occurring every day before the disablement. Additional x-rays were received and reviewed. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The placement of the electrodes could not be assessed due to lack of a full neck view. The presence of a strain relief bend, strain loop and tie-downs could not be assessed because of lack of a full neck and chest view. The lead could not be fully assessed. A portion of the lead was behind the generator and could not be assessed. No acute angles were observed in the assessed portions of the lead. No lead breaks were found on the visible portion of the lead. Based on the x-ray images, there was no evident cause for the reported pain. Additional follow-up showed that the patient did not experience pain post-operatively.